Event description:
The customer reported that their pump screen remained dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on troubleshooting steps, but the issue remained unresolved. Customer reverted to an alternate method of insulin delivery.